Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged low bg issue could not be verified.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 30-59 mg/dl range. Customer consumed glucose tablets to address bg. Reportedly, the customer alleged that the pump did not deliver insulin as intended; however, the alleged root cause could not be confirmed. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.